Manufacturer narrative:
The investigation for the console (aic) display issues has been completed. Data logs were reviewed but found there was no explicit evidence in the logs to confirm the reported failure mode - flickering screen. The aic was returned for evaluation. During boot-up, the console started flickering, and it occurred intermittently while running the pump. The flickering pattern was horizontal. No damage was found on the console hardware related to the reported failure mode. The wires on the 4-in-1 connectors x26 and x51 were appropriately connected. The root cause of the intermittent flickering screen was not determined. The horizontal flickering could most likely be caused by display malfunction and/or 4-in-1 malfunction.

Event description:
Us complainant reported the automated impella controller (aic) was having a preventative maintenance and it was found that the screen was flickering. This issue did not occur during patient support.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.